Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2018] : staphylococcus epidermidis and unspecified microbes (the total cfu of the staphylococcus epidermidis and unspecified microbes is 6cfu/endoscope). [Second time: (B)(6) 2018] : staphylococcus hominis, and staphylococcus warneri, and acinetobacter lwoffii (the total cfu of the staphylococcus hominis, and staphylococcus warneri, and acinetobacter is 17cfu/endoscope). [Third time: (B)(6) 2018] : staphylococcus capitis, staphylococcus hominis, micrococcus luteus, and kocuria rhizophila (the total cfu of the staphylococcus capitis, staphylococcus hominis, micrococcus luteus, and kocuria rhizophila is 23cfu/endoscope). [Forth time: (B)(6) 2018] : staphylococcus epidermidis, micrococcus luteus, and kocuria rhizophila (the total cfu of the staphylococcus epidermidis, micrococcus luteus, and kocuria rhizophila is 45cfu/endoscope). [Fifth time: (B)(6) 2018] : unspecified microbes (13cfu/endoscope). - the instrument channel : unspecified microbes (2cfu/endoscope). - the suction channel : unspecified microbes (2cfu/endoscope). - the air/water channel : unspecified microbes (4cfu/endoscope). - the auxiliary water channel : unspecified microbes (4cfu/endoscope). The device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france. (Ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result was target level in the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.